Event description:
It was reported that the customer's blood glucose was 455 mg/dl, which she treated with a bolus dose. Troubleshooting was performed to ensure the insulin pump was working correctly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.